Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately on (B)(6) 2025, the patient¿s cgm was reading 400 mg/dl and the bg meter reading was 557 mg/dl. The patient was wearing a tandem insulin pump. The patient was vomiting, thirsty, nauseous, and had increased urination. The patient self-treated with 14 units of insulin per routine diabetes management. While on the call with dexcom, the patient¿s doctor was calling on the other line, the patient put dexcom on hold to answer the call. She came back on the line with dexcom and informed us that her doctor advised she go to the emergency room for evaluation. She then ended the call. An attempt to reach the patient back for further event details was unsuccessful as the patient refused to provide dexcom with any further information. The patient was ¿not stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.